Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller failing to alarm for low battery advisory was not confirmed. A review of the downloaded log file spanned approximately 12 days (09aug20 ¿ 21aug20 per time stamp). There was a routine low battery advisory alarm that activated on 11aug20 at 20:37 while connected to batteries due to the voltage falling under the 1.5v threshold. This alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned system controller, serial number (B)(6) was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. A root cause for the reported event cannot be conclusively determined through this investigation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 12jan15. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms and understand when the activate. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient's controller did not give an advisory alarm when battery depleted. Controller was exchanged.